Manufacturer narrative:
Based on the available information, a malfunction of the philips device could not be ruled out. According to the available information, the patient coded; the customer biomed does not suspect the problem is with the philips product, but does not have further details on the patient, room number, or device. The biomed wanted to know if it's possible to retrieve patient's vital signs/or history for time-frame (B)(6) 2017; no previous reports were found or this type of device/issue from the customer. A philips response center engineer (rce) spoke to the biomed, and explained the amount of time that could be stored on the monitor for patient vital signs, such as a storage maximum of 48 hours, and informed the biomed that the monitors are not designed for long term storage. The device remains at the customer site. No further investigation is warranted at this time. Patient information requested not available at time of report. Serial number unknown, not provided at time of report.

Event description:
The customer biomed wanted to know if it's possible to retrieve patient's vital signs/or history for time-frame (B)(6) 2017. According to the available information, the patient coded. The biomed had no further details on the patient, room number, or device.